Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the right ventricular (rv) lead exhibited varying pacing impedance, decreased sensing and intermittent loss of capture. On 18 apr, 2024, the lead was capped and replaced. The patient was in stable condition.